Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep3218 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the last 2 catheters the button would not retract the needle. The catheters were not inserted into the vein. This report addresses the second device.

Event description:
It was reported the last 2 catheters the button would not retract the needle. The catheters were not inserted into the vein. This report addresses the second device.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure to activate was confirmed. The product returned for evaluation was one 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. Use residues were observed throughout the sample. The sample was received fully assembled, with the catheter overlaying the needle shaft. The safety button was depressed but the needle was not withdrawn into the housing. The guidewire was fully withdrawn into the needle. Coagulated blood product appeared visible within the needle shaft. Attempts to advance the guidewire were initially unsuccessful. Guidewire mobility was established through gentle manipulation. The catheter was also successfully advanced following gentle manipulation. The needle was subsequently successfully withdrawn into the housing. Microscopic inspection of the sample confirmed coagulated blood products within the needle shaft and between the catheter and the needle. Following removal of the catheter, blood product was visible within the flash notch. The initial failure of the needle to withdraw into the housing appeared to have been caused by coagulated blood adhering the guidewire to the needle shaft. This can occur if blood product within the needle coagulates prior to guidewire advancement during device use. A lot history review (lhr) of reep3218 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.